Manufacturer narrative:
Additional information: b.5 event updated. G.3 follow-up information received. H.6 codes updated.

Event description:
Additional information was provided on 10/31/2023, where the sales representative reported that this event occurred during a plantar plate on (B)(6) 2023. It was noted that the needle may have malfunctioned or got caught up in tissue/suture resulting in it breaking. They are not sure if the fragments were fully retrieved.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/27/2023, it was reported by a sales representative via (B)(4) that an ar-8690ds implant systems scorpion needle broke. This occurred during a procedure when another kit was opened. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) of the reported failure can be user error, such as misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.